Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed three power resets and pump deliveries were not resumed. The battery cap was observed to be intact and was able to be fully tightened to the pump. When the battery was inserted, the pump booted to the verify screen. The pump was exercised for 24 hours without power loss or rebooting. The pump was opened and no defects or damage was observed to the power circuit.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that there was no power or sounds upon battery insertion. There was no reported patient impact associated with this complaint.